Event description:
A 6f angio-seal vip was deployed in a brachial artery larger than 4 mm with no calcification. The physician was aware that angio-seal is not indicated for use in the brachial artery. Soon after the procedure an ultrasound revealed an occlusion, and the angio-seal was surgically removed. The patient was stable.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that the angio-seal is indicated for use in closing femoral artery punctures resulting from arterial access procedures. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.